Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 09/30/2013. Belt: 06/13/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2020. Review of the download data, indicates the patient received one non-lifevest defibrillation and one inappropriate treatment in response to CPR/moiton artifact. The patient received a non-lifevest defibrillation at 20:26:24. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 150 bpm. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient received the inappropriate treatment at 21:27:56. The patient's rhythm at the time of the treatment event was svt at 130 bpm with CPR/motion artifact. The patient's post-shock rhythm was svt at 130 bpm with CPR/motion artifact. The response buttons were not pressed during the event. Per the continuous ECG recordings, the patient was in sinus tachycardia at 110 bpm with CPR/motion artifact from approximately 21:28:57 until the electrode belt disconnection at 21:29:43 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 23:00.